Event description:
A patient was in the or for a fusion of the first metatarsophalangeal joint. During the procedure, the guidewire tip broke off in the patient's bone. Placement was confirmed on x-ray. The tip was left in place by the physician.